Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify low batt alarm due to failed batt test.

Event description:
The customer reported via phone call that the battery did not stay longer last with insulin pump. Customer's blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.